Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how did the patient present - signs and symptoms: (ex: abdominal pain, redness/drainage at port site, fever, no restriction, etc.) No. Has it been determined/confirmed that the patient s symptoms were directly related to the realize band: yes. Were any tests performed to diagnose the issue - fluoroscopy, endoscopy - culture: swallow study, upper gi, end. Who did the implant - surgeon, resident, surgical assistant: n/a. How many fills/adjustment did the patient have: n/a. Was there ever an issue with accessing the port for the fills/adjustments: unknown. Were any fills/adjustments performed under fluoroscopy: unknown. Who performed the adjustments: unknown. What date was the band originally implanted: 2010. What is the exact date the band was removed: (B)(6) 2015. Once the band was removed; was the locking connector attached to the port: no. Was it locked: no. Where was the stain relief? What was the approximate volume in band when it was removed: 2cc. What is the current status of the patient: feeling better.

Manufacturer narrative:
Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for an adverse event and file type is being re-classified as malfunction.

Manufacturer narrative:
(B)(4). Additional information: band was implanted in 2010, exact date not provided. An rlzb32 band was received attached to the catheter (55cm in length) and the injection port. The tubing strain relief was floating on the catheter and the locking connector was attached to the injection port. Some damage was evident along the reinforcing silicone of the band. Approximately one and a half centimeters from the buckle, a slit in the 'bumped' end of the silicone was present and silicone material missing (see photo missing silicone on reinforcing band). Directly below, along the side, was a slit in the silicone. The lot number engraved on the band is 20220011. A dark (blackish color) liquid was evident inside the band. A leak was evident on the corner under the glue attaching the balloon to the closed band, extender end - upon compressing the balloon, water leaked out. Upon stretching the balloon material slightly, close visual inspection showed two small holes were evident on the band. A thin tear was evident and appeared consistent with the cut above, along the silicone. The tear may suggest sharp instrument damage. The gluing along the band was inspected per manufacturer¿s inspection requirements per device history review (DHR) 20220011. The gluing on the band appears conform to specification: the glue between the band and the balloon along the extender end contains a continuous bead of adhesive; no adhesive beading has sharp or jagged edges. The port was returned with the hooks deployed and biological debris evident on and around the port. The lot number engraved on the port is zlcbdt. Per visual inspection, it was noted that the locking connector and the tubing stain relief were returned with the device. It was also observed that two small holes have been identified on the balloon. Root cause is difficult to assign. The band was implanted in 2010, thus was implanted for 4 to 5 years (band explanted 23.march.2015). It is suggested that the damage along the reinforcing silicone (which appears to have been caused by a sharp instrument) may have been the cause of the punctures.

Event description:
It was reported that during a gastric band procedure, the band did not work. There were no patient consequences. Unknown how case was completed.